Event description:
It was reported that during a routine follow up visit, there was a data field that stated "invalid data" on the quick look cardiac compass trend. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a diagnostics problem. There were numerous memory errors (bit flips) in the diagnostic memory and isolated to certain diagnostic trends.

Event description:
It was reported that during a routine follow up visit, there was a data field that stated "invalid data" on the quick look cardiac compass trend. It was further reported that the device may have experienced a power on reset (por) and was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).